Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good post procedure.